Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. It is likely that foreign objects and dirt could not be removed due to physical damage to the equipment and reprocessing was unable to be completed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed leakage from bending section cover. However, leakage from distal end could not be confirmed. There were few additional findings. Due to a cut on bending section cover, water tightness was lost. Objective lens had a scratch. Light guide lens had discoloration. Distal end cover had a dent. Adhesive on bending section cover was detached. This resulted in electrical continuity failure. Switch cover, scope connector cover and scope connector had a scratch. Suction cylinder was shaved. Forceps channel port was shaved. Universal cord had discoloration. Angulation was out of specification and exhibited play. Due to damage on charge coupled device unit, the image had white dots. Due to clogging of nozzle, water removal ability does not meet the standard value. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, leakage from the bending section cover of the gastrointestinal videoscope was noted during reprocessing. The device was returned and an evaluation revealed, the connecting tube had yellow dirt deposition. The bending section cover had clotting protein. The electrical connector was dirty. This report is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.